Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent malfunction alarms and the pump stopped all insulin delivery. The customer's blood glucose level was 400 mg/dl, which was addressed with manual injections.